Event description:
The reporter contacted animas on (B)(6) 2013, reporting that the patient had severe hypoglycemic episode. The reporter stated that the patient was just put back on the pump on (B)(6) 2013 by a family member (since the healthcare professional was unavailable due to holiday season). The reporter stated that last night the patient¿s blood glucose (bg) level dropped to 37mg/dl. The patient treated with carbohydrates and the bg came up to 90mg/dl and down to 43mg/dl. A family member discontinued the pump until reviewed and return to multiple daily injections. The pump was not able to be reviewed at the time of the call. A family member stated that the patient has been in congestive heart failure with facial edema, along with edema in the legs and torso and that the patient had a defibrillator placed in (B)(6) 2013. Although the pump was not reviewed, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the blood glucose incident.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.